Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 15 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that he first became aware of the device issue on (B)(6) 2016. The patient reported he had obtained a result of ¿258mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿191mg/dl¿ obtained on a hospital meter, within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages his diabetes with lantus and novolog insulin and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2016 at 12:30pm, prior to becoming aware of the meter issue, he developed ¿diabetic ketoacidosis¿ and presented at an emergency room, where he received treatment with ¿1.5 units of novolog insulin¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the subject test strips had not expired or been stored incorrectly. Product was replaced and requested back for evaluation. There is no indication that the subject device caused or contributed to a serious injury. Although the patient reported developing symptoms that meet lfs criteria of a serious hyperglycemic event, and subsequently received medical intervention from a healthcare professional, the symptoms occurred prior to the alleged issue. In addition, both the symptoms and treatment reported correlate with the allegedly high results obtained on the subject device. This complaint is being reported as the alleged inaccuracy issue was not resolved with troubleshooting.